Event description:
Device 2 of 2. Reference MFR. Report#: 3006705815-2019-01773. It was reported that the patient experienced ineffective stimulation. Reportedly, the patient had a fall. Diagnostic testing was performed and showed high impedance on both leads. As a result, the patient underwent surgical intervention wherein the leads were explanted and replaced. Effective therapy was restored post procedure.